Manufacturer narrative:
Interrogation of the pump determined it was used to infuse fentanyl [1800.0 mcg/ml] at 427.1 mcg/day and baclofen [1300.0 mcg/ml] at 308.5 mcg/day. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found there was high resistance with the pump battery. Eval code-conclusion applies to the pump. A follow-up report will be submitted when additional information is received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis. There was no known issue. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.